Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarms were confirmed and reproduced during evaluation. Evaluation found low fluid numbers which make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a constant upstream occlusion alarm. There was no patient involvement.